Event description:
It was reported via literature that multiple serious injuries occurred. A multi-year retrospective, multi-center study was completed to compare the peri-procedural success and complication rate within of intra-cardiac echocardiography (ice) versus transesophageal echocardiography (tee) guided left atrial appendage (laa) occlusion procedures with a watchman flx laa closure device with delivery system (wds). Procedure summary. Seven hundred and seventy-two (772) patients underwent laa closure procedures under tee or ice guidance with watchman flx closure devices from october 2018 to september 2021. The closure device was deployed, and release criteria was assessed. After all release criteria was met, implantation was completed, and the procedure concluded. Post procedurally patients were treated with either dual antiplatelet therapy with aspirin and clopidogrel or single antiplatelet therapy by discretion of the implanting physician. Patients were evaluated one (1) year post index procedure. Procedural complications. Fifteen (15) patients experienced pericardial effusion, twenty-five (25) percent of whom required pericardial drainage. Pericardial tamponade occurred in four (4) patients. Cerebral vascular accident (cva) occurred in two (2) patients. One (1) patient experienced a transient ischemic attack (tia). Major hemorrhages occurred in five (5) patients. Post procedure complications. One (1) year post index procedure, seven (7) patients experienced cva and two experienced tia. Major bleeding occurred in twelve (12) patients. Death occurred in eleven (11) patients. Patient status. No further information on the status of the patients is available.

Manufacturer narrative:
Literature citation: pastormerlo le, tondo c, fassini g, nicosia a, ronco f, contarini m, giacchi g, grasso c, casu g, romeo mr, et al. Intra-cardiac versus transesophageal echocardiographic guidance for left atrial appendage occlusion with a watchman flx device. Journal of clinical medicine. 2023; 12(20):6658. Https://doi.org/10.3390/jcm12206658.